Manufacturer narrative:
Initial and final (B)(4) -MDR 3003442380-2026-02087-device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in spain. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced bent needles of infusion sets, which led to frequent episodes of hyperglycemia event on (B)(6) 2026. During the event, the patient's blood glucose level was 300 mg/dl. No further information available.